Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), migraine ("migraines"), genital haemorrhage ("excessive bleeding"), inflammation ("inflammation") and dyspareunia ("pain during sex"). The patient will be treated with surgery (full hysterectomy and salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered dyspareunia, genital haemorrhage, inflammation, migraine and pelvic pain to be related to essure administration. The reporter commented: essure removal date provided as (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("myometrium on section, the tubular structures are embedded with synthetic, coiled metal wire material"), device expulsion ("myometrium on section, the tubular structures are embedded with synthetic, coiled metal wire material") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nabothian cyst, uterine cyst, perineal pain, wisdom teeth removal, cholecystectomy, vaginal delivery, trauma, generalized anxiety disorder, asthma, acute mastitis, pap smear abnormal, abortion, parity 3 and multi gravida. Previously administered products included: albuterol [salbutamol]. The only concomitant product mentioned was albuterol [salbutamol sulfate]. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion intervention required), migraine ("migraines"), genital haemorrhage ("excessive bleeding"), inflammation ("inflammation") and dyspareunia ("pain during sex"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpinectomies assisted with davinci robot and full hysterectomy and salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion, dyspareunia, embedded device, genital haemorrhage, inflammation, migraine and pelvic pain to be related to essure administration. The reporter commented: essure removal date provided as (B)(6) 2022 essure insertion date updated from (B)(6) 2017 to (B)(6) 2017. Right 2 coils and left 2 coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: medical records received. Reporter information, patient middle name, medical history, event: myometrium on section, the tubular structures are embedded with synthetic, coiled metal wire material, reporter causality comment, removal date, action taken with drug added. Product insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), migraine ("migraines"), genital haemorrhage ("excessive bleeding"), inflammation ("inflammation") and dyspareunia ("pain during sex"). The patient was treated with surgery (full hysterectomy and salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered dyspareunia, genital haemorrhage, inflammation, migraine and pelvic pain to be related to essure administration. The reporter commented: essure removal date provided as (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.